Event description:
Hospital medwatch received which stated the following: patient was in the CT scanner at the time. The CT tech noticed something became disconnected and the vent began to alarm. Rt went into the CT room to assess the patient and discovered the patient was extubated. Rt then bag mask ventilated the patient while an ER attending and attending reintubated the patient. Once the patient was stabilized, it was discovered the anchorfast endotracheal tube (ett) securement device had broken, causing the ett to become dislodged. It was observed to be a clean break at the ett securing device, ventilator and vent tubing appropriately positioned in CT, the anchorfast device should not have separated so easily in this situation. The account further reported that the device broke at the c clamp of the anchor fast device.

Manufacturer narrative:
Hollister received this report via a medwatch from the FDA. User facility medwatch number (B)(4). Hospital reported that they did not save the device therefore device examination by hollister is not possible. A review of the device history records (DHR) for the affected device was not possible because the hospital reported that the lot number was unknown. Based upon the limited information available, hollister is unable to determine the root cause of this reported event.